Event description:
During an aaa evar procedure, the sheath had been placed in the pt; however, there was severe leakage from the valve. The procedure could be performed as planned. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).